Event description:
Pt had bad skin reaction (possible burn) due to intense pulse light (ipl) hair removal therapy. She has had two previous treatments with positive results. A replacement ipl head was purchased from palomar medical technologies using the identical settings that had yielding good results in the past. On this treatment, the pt complained about pain and treatment had to be stopped. Within 15 minutes or so she developed dark rectangular marks on her skin. She was treated with cool compresses and refrigerated aloe vera gel. By telephone report later that night the pain had subsided within a few hours. Pt has not returned for follow up appointments despite phone calls and e-mails, so we have no knowledge of her progress since that time. Lux r ipl from palomar medical technologies for hair removal performed: (B)(6) 2011 - no adverse events. On (B)(6) 2012 - no adverse events. On (B)(6) 2012 - burning sensation and dark skin reaction - possible superficial burn. Dose: 23 joules/cm, frequency: pulse width 20 ms, route: cutaneous.